Manufacturer narrative:
Device was used for treatment, not diagnosis(B)(4): a product problem was not indicated with this device but it cannot be disassociated from the adverse event and required intervention.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A review of the x-ray images was performed by the synthes medical director. The review report stated the x-rays confirmed the breakage of the nail at the area where the blade inserts.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the patient experienced a breakage of implant. The patient reported to the surgeon¿s office for a follow up where x-rays were done. It was then that the surgeon identified that the implant had broken and that there was a possible non-union. The patient was admitted for revision surgery. This report is for one unknown proximal femoral nail antirotation (pfna) blade. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon removed the nail and put in a long dynamic hip screw (dhs) plate.

Manufacturer narrative:
This report is for an unknown proximal femoral nail antirotation (pfna) blade. (B)(4). It is unknown if the device was fully explanted during the revision procedure. Per facility, device is unavailable for return. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.